Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had a hole in the hose could not be confirmed. However, during evaluation, it was determined that the device had excessive vibration. It was noted that the motor subassembly caused the vibration. The assignable root cause was determined to be due to a worn out motor from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handpiece device had a hole in the hose by the end of the hose by the connection to the console. During an in-house engineering evaluation, it was observed that the handpiece had excessive vibration. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.